Event description:
It was reported that a large volume infusor did not flow during infusion. The customer stated that the device was filled with fluorouracil and normal saline to a total fill volume of 252 ml. It was reported that the expected infusion time was 7 days; however, after 7 days almost 252 ml of the solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was conducted by removing the luer cap from the distal luer. Flow was observed. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured june 4, 2013 - june 5, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.